Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure. According to the complainant, the procedure was successfully completed for stress urinary incontinence and partially successful for urge incontinence. During a follow-up visit on (B)(6) 2008, the patient reported experiencing "partial obstruction - voiding".

Manufacturer narrative:
(B)(6); (B)(4).